Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify motion sensor test failure alarm due to motor error alarm. The pump was received with cracked display window corner, reservoir tube lip, and scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.